Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is event 2 of 2 of the same event. It was reported that during an unspecified surgical procedure, it was observed that the motor device had no air flow and the foot control glass gauge was cracked. It was unknown if there were any delays to the surgical procedure. Spare devices were used to complete the procedure successfully. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition of the device not having an air flow was not confirmed but the cracked glass gauge was confirmed. A visual and functional assessment was performed on the device which found that the gauge was damaged and had a cracked glass. It was determined that this was consistent with mishandling by dropping or hitting the device against something, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.